Event description:
0.9% nacl fluid bolus was running by gravity via bd alaris pump infusion set tubing. IV tubing noted to have a large bubble where the tubing had expanded/stretched out in the pump segment area of the tubing. No patient harm. Tubing removed and new tubing placed.